Event description:
Description of event according to article: the first step of the planned repair was tevar using zenith alpha thoracic endovascular graft. Right common femoral and right brachial percutaneous arterial access was obtained to advance the first tevar component to the proximal landing zone. A through-and-through wire (protected within a catheter) and a push-and-pull maneuver was used in an attempt to deliver the stent graft. This strategy did not provide enough stability to safely position the device into the aortic arch. The authors then positioned a stiff wire in the left ventricle, which allowed successful implantation of the first tevar component (zta-p-28-155) at the intended landing zone. Subsequently, it was not possible to advance the second endograft delivery system over the left ventricle wire or over a brachial through-and-through wire. The complaint regards the inability to advance the second endograft. The authors then used open right axillary arterial access with a reverse, through-and-through technique to position the second component (zta-p-30-109). The delivery system tracked remarkably easily through the first endograft. There was no concern using the device in the wrong direction because this was an endograft with proximal barbs only. These barbs eventually became distal barbs and prevented cranial migration of the endograft distal sealing stents. The left subclavian artery origin was located in the mid descending thoracic aorta; it was completely crushed by the aneurysm and was occluded with a type 2, 10-mm amplatzer from another manufacturer at the beginning of the procedure. The completion angiogram and a computed tomography (CT) scan showed a complete exclusion of the aneurysm without endoleak. Five days after undergoing tevar, the patient underwent open repair to remove a large portion of the aneurysm and wrap the remaining aortic wall around the endograft. The patient made an uneventful recovery. Patient outcome: the complaint product could not be advanced and was removed from the patient. It is unclear if it is the same device that was later inserted via axillary access and deployed upside-down. An open axillary access had to be established during the procedure to allow access of the second zta, but this occurred during the initial procedure and is maybe more an adjunctive procedure. The procedure was prolonged as an axillary access had to be established.

Manufacturer narrative:
Manufacturer ref# (B)(4). Article: https://doi.org/10.1016/j.jvs.2018.09.038. Catalog # is unknown but believed to be a cook zta device. Similar to device under PMA/510(k) p140016. Summary of investigational findings: during a literature review cook became aware of the article ¿hybrid treatment of a giant thoracic aneurysm in a 38 year-old woman¿. This article is a case report describing a (B)(6)year-old woman, with no comorbidities, who presented to an outside institution with a 10-cm aortic arch and descending thoracic aortic aneurysm. The patient was evaluated before the procedure and it was found that the aneurysm was 10 cm in diameter, she had 3 >90° angulations and >25 mm proximal and distal landing zone. It was decided to perform a staged repair with zone 1 thoracic endovascular aortic repair and open aneurysmal sac revision. However, during tevar it was difficult to advance grafts and it was reported that right common femoral and right brachial percutaneous arterial access was obtained to advance the first tevar component to the proximal landing zone. A through-and-through wire (protected within a catheter) and a push-and-pull maneuver was used in an attempt to deliver the stent graft. This strategy did not provide enough stability to safely position the device into the aortic arch. A stiff wire was then positioned in the left ventricle, which allowed successful implantation of the first tevar component (zta-p-28-155) at the intended landing zone. Subsequently, it was not possible to advance the second endograft delivery system over the left ventricle wire or over a brachial through-and- through wire. Right axillary arterial access was then used with a reverse, through-and-through technique to position the second component (zta-p-30-109). The delivery system tracked remarkably easily through the first endograft. The patient made an uneventful recovery with computed tomographic evidence of complete aneurysmal exclusion. Per the current instructions for use for zta devices key anatomic elements that may affect successful exclusion of the thoracic aneurysm or ulcer include severe angulation radius of curvature < 20 mm and localized angulation > 45 degrees. It is likely that the patient anatomy with 3 angulations >90° contributed to the reported advancement difficulties. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.